Manufacturer narrative:
Date provided is an approximation since only month and year were communicated to us. Additional narrative: it was communicated that revision surgery occured on (B)(6) 2013 and (B)(6) 2014 but no clarification was given for these two different dates.

Event description:
It was reported that patient underwent left hip revision surgery due to severe pain, skin warm to the touch, loss of strength and weakness, numbness, loosening, and elevated metal ion levels post hip surfacing.